Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks in several episodes. Reportedly, the device recorded a normal subcutaneous ECG, however, it now records right bundle branch block with wide qrs, resulting in the inappropriate shocks. The clinic attempted to re-run the auto set-up and it fails as the r-waves are small. Technical services (ts) discussed programming options to prevent therapy delivery during oversensing and advised to address device sensing with a new template. Additional information received indicates the device was programmed from primary to alternate vector and the patient has developed bundle branch block. The physician is now considering repositioning the s-ICD system and use the intramuscular technique for placement. Ts discussed the recorded episodes show history of small r-waves in both primary and alternate vectors that could be caused by the s-ICD current location. Subsequently, the s-ICD system was revised, and the physician decided to explant and replace both the s-ICD device and the electrode. Another s-ICD system was implanted. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks in several episodes. Reportedly, the device recorded a normal subcutaneous ECG, however, it now records right bundle branch block with wide qrs, resulting in the inappropriate shocks. The clinic attempted to re-run the auto set-up and it fails as the r-waves are small. Technical services (ts) discussed programming options to prevent therapy delivery during oversensing and advised to address device sensing with a new template. Additional information received indicates the device was programmed from primary to alternate vector and the patient has developed bundle branch block. The physician is now considering repositioning the s-ICD system and use the intramuscular technique for placement. Ts discussed the recorded episodes show history of small r-waves in both primary and alternate vectors that could be caused by the s-ICD current location. Subsequently, the s-ICD system was revised, and the physician decided to explant and replace both the s-ICD device and the electrode. Another s-ICD system was implanted. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.